Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A female patient underwent a declot to reopen the graft that was previously placed in the right arm when the outer catheter on the device snapped in half. Part of the outer catheter still remained inside the patient. The physician sent the patient to surgery and the broken off piece of the outer catheter was removed in its entirety. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.